Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the interrogation for a device upgrade, high capture threshold was observed on the atrial lead. The lead was capped and replaced on (B)(6) 2019. The patient was stable.